Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bruising at the insertion site of the adc device, with symptom of hematoma that developed in a lump in the area. The customer had contact with a healthcare professional who prescribed thrombosis cream for treatment. The customer further reported that the lump disappeared with the use of the prescribed cream. No further information was provided. There is no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing bruising at the insertion site of the adc device, with symptom of hematoma that developed in a lump in the area. The customer had contact with a healthcare professional who prescribed thrombosis cream for treatment. The customer further reported that the lump disappeared with the use of the prescribed cream. No further information was provided. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It was observed that the lid was not completely peeled off. No further investigation can be conducted for this particular complaint due to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h11 has been updated to report additional investigation. All pertinent information available to abbott diabetes care has been submitted.